Event description:
The customer alleged an error code that suggests ventilator became inoperative while in pt use. No pt harm. The nellcor puritan bennett customer support engineer (cse) inspected the device and upgraded unit. The unit passed extended self testing.